Event description:
It was reported the patient had lymphedema for the past 3.5 years. Their feet were ¿purple" and her legs are "huge" they were ¿like footballs¿. The patient said her doctor doesn't believe it's due to the medication. The patient experienced difficulty with urination and their legs would swell due to 40 pounds of fluid and had diffuse leg edema. Her legs and arms itch and her legs are peeling and she had a rash/blister on her arms and legs. The patient believed the skin rash was due to the medication. The patient requested an allergy test kit. The patient found a podiatrist that was willing to administer the allergy test kit. The patient followed up with their physician. The patient was getting ¿sicker and sicker¿. The patient¿s legs were four times their normal size. The patient couldn¿t eat, sleep, walk well, had constant nausea and kept getting rashes. The patient experienced dermatitis, their skin was ¿broke out¿ and had pain in their legs and swelling in their face. It was thought to be possible drug effects. It was indicated that the patient had a ¿definite problem¿ with the pain pump. They believed they were allergic to the pump. The patient¿s arms and legs were scarred from blisters. The patient had ¿lempho dema and cellulitis¿ so severe it caused the patient to gain 50 pounds and ¿blew a vein¿ in their leg. It was indicated they had surgery. The patient was scared for life and had ¿serious concerns with this pump¿. The patient requested explantation. The pump and catheter were explanted. There was no injury. The pump was delivering ziconotide the information was previously reported in manufacturer report number 3004209178-2012-06024. Additional review determined it was a separate event.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal prialt (ziconotide), dilaudid (hydromorphone) and morphine (unknown) (unknown concentration, dose and lot number) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient experienced a gradual change in therapy/symptoms. The patient had issues with her legs, had knee surgery, and their bones were getting bad and killing patient's body. The patient experienced pain, had swelling in their legs and face and their skin was broken out and had dermatitis. The foot doctor sent an allergy test. It was also indicate an allergy test was not done. It was unclear if the test was done. The patient had trouble with urination, legs were swollen due to (B)(6) of fluid, legs and arms itch and were peeling, had rash/blister on arms and legs, feet were purple. The patient's legs were deep red and purple and were huge. The patient's legs were getting bigger and bigger and she couldn't get a shoe on her feet. The patient stated that the fluid in both legs from the pump destroyed their knees and legs. The physician did not believe it was the medication. In 2012 the patient had cellulitis, lymphedema and pitting edema from the pump. The patient's skin was stretched and transparent from all of this. The patient stated he complained about every single month and the hcp would give the patient medicine with the pump. The patient stated that no one took her seriously and was told it was her. It gradually came on and got worse and worse. The patient went to a vascular surgeon who ran testing and everything and was told her arteries were cleaner than his and took out a varicose vein and stated the issues were all due to the pump. The patient stopped going to the hcp and wouldn't take their medication or what they suggested. The patient spoke to her foot doctor, internist and orthopedic surgeon 2012-2013 about everything and about the medications she was on. The patient was told by the hcp it was very little medication. The patient was taking unknown oral pain medication. The patient stated the doctor didn't know what it was. The patient saw a foot doctor in 2012 who told the patient she wouldn't make it when going in every two days to have her legs and feet rewrapped and felt the therapy medication was poison and felt the patient's medication was a problem. The patient was told it was not from the pump and catheter and the patient stated she was living proof that there was something wrong because she lost (B)(6) in two months after the pump was removed and was urinating over the bedpan (constantly) and would sit down and start urinating all over again. The patient's legs were getting smaller and smaller and took 4 months. The pump was explanted and the patient no longer had anything implanted in her body. After the pump was removed the patient lost (B)(6) in two months and her legs got smaller and smaller over 4 months time (dates unknown). Once the pump was explanted the patient had surgery on their knee that was damaged due to the pump. The patient had a knee replacement 2013. The patient had a back brace, tens unit and went to physical therapy three times a week to help her move her legs and keep them mobile so they don't stiffen up on her. The situation was resolved. The patient had ten back surgeries (2002-2013), breast cancer prior to pump (1998), spinal stenosis (2002).